Manufacturer narrative:
Please retract this MDR number 2017865-2012-03591. Based on the review of fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.

Event description:
It was reported that the patient presented for follow-up. Externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.